Event description:
The customer contacted baxter's technical service center to report a high drain alarm 103 on the homechoice (hc) machine during drain 3 while the patient was connected. The home patient (hp) called the peritoneal dialysis registered nurse (pdrn) to advise them of the high drain alert. The hp stated that she kept getting a low drain volume alarm during last therapy. The hp stated that she bypassed the alarms. The baxter technical service representative (tsr) warned the hp against bypassing low drain volume alarms in the future. The hp agreed to call for troubleshooting assistance. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice device was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed the rite functional test, but the rite electrical safety analyzer testing passed specifications. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.